Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that there were cooling issues due to a faulty mixing pump. The mixing pump was replaced. Device passed applicable testing. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that arctic sun device had water cooling issue. Per additional information via email from ibc on 07nov2023, it was stated that the water was not mixed, so it was mixing pump problem. It was also stated that issue was resolved by replacing the the mixing pump assembly. Per review of wo on 20nov2023, there was no patient involvement. Per additional information via email from ibc on 15nov2023, it was stated that the issue was resolved by replacing the circulation pump. It was stated that the device did not send for a bd-approved facility for evaluation. It was stated that there was no other malfunction was reported.

Event description:
It was reported that arctic sun device had water cooling issue. Per additional information via email from ibc on 07nov2023, it was stated that the water was not mixed, so it was mixing pump problem. It was also stated that issue was resolved by replacing the the mixing pump assembly. Per review of wo on 20nov2023, there was no patient involvement. Per additional information via email from ibc on 15nov2023, it was stated that the issue was resolved by replacing the circulation pump. It was stated that the device did not send for a bd-approved facility for evaluation. It was stated that there was no other malfunction was reported.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that there were cooling issues due to a faulty mixing pump. The mixing pump was replaced. Device passed applicable testing. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device had water cooling issue. Per additional information via email from ibc on 07nov2023, it was stated that the water was not mixed, so it was mixing pump problem. It was also stated that issue was resolved by replacing the the mixing pump assembly. Per review of wo on 20nov2023, there was no patient involvement.